Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filled should the device become available for investigation. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The report was received from a user facility in (B)(6). The tubing at the end of vitrectomy cutter kept dislodging during surgery. The cutter was replaced, and the surgery was completed without pt injury.